Event description:
On (B)(6 )2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient received a loss of prime alert after re-connecting to pump. Patient had re- primed and issue did not persisted since. Patient confirmed that cartridge cap tightened properly, the cartridge was cycled before use, infusion tubing was not pulled, and there was no related alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the cartridge was not returned to animas and a retain sample from the same lot of cartridge was tested by product analysis previously on (B)(4) 2014 with the following findings: review of incoming inspection record indicated that the lot met release criteria. A visual inspection of the retain sample was performed. No damage or defects were noted. A fill test and a force test were performed on the retain sample and it met all passing criteria. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.